Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redq3751 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient underwent a peripheral central venous catheter implantation on (B)(6) 2020. The patient fixed the catheter while performing catheter maintenance in their local area and returned to find that the catheter and the connector were broken. After aseptic operation, cut off the broken catheter part and replace the connector.